Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The patient had undergone radiation therapy, resulting in urethral atrophy. Surgical intervention was performed to explant the artificial urinary sphincter (aus) cuff and replace with a smaller cuff. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.